Event description:
The infusion tube detached from the drip chamber during application.

Manufacturer narrative:
One used unit was received for analysis. Visual examination of the returned unit showed that the tubing was detached from the nozzle of the drip chamber. Upon further inspection uneven edges were identified on the detached tubing and a gap was also observed when the tubing and drip chamber were placed side by side. Conclusions: the detachment may be due to the gap that is greater than 2mm which resulted in the tubing to detach from the nozzle of the drip chamber. The gap between the tubing and drip chamber is caused during the mfg process. A new supplier has manufactured the adset assemblies from september 2005 forward. A corrective action has also been completed and addressed the following issues. On 15 september 2006- the production associates were re-trained regarding visual inspection criteria for no gap between the tubing and the drip chamber. On 18 september 2006- the supplier implemented 100% inspection for the first 3 lots starting september (after training) for no gap between tubing and drip chamber during their outgoing inspection as per the updated procedure to prove effectiveness of training. 3) 06 december 2006- an on-site audit was conducted at the supplier location as a follow up for actions taken on the complaint. The audit outcome showed relevant actions had been taken.